Manufacturer narrative:
Philips service replaced the x-ray pc mdp, reloaded the software, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent blank monitors occurred during boot-up, linked to x-ray pc failure on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.